Event description:
The physician attempted to track the reperfusion catheter 032 through the 070 neuron and could only get the 032 to m1 and not out to m2. The physician then withdrew the 032 back into the neuron and met resistance. The physician then decided to pull the neuron out and no notable kink was seen in the neuron. The case was then completed with an envoy catheter. The 032 was of concern to the physician due to the stretching of the device.

Manufacturer narrative:
Conclusion: based on the information provided in the incident description and previous incidents of this nature, the most probable root cause of this incident was kinking of the neuron 070 in anatomy. A kink in the neuron would have created resistance between the guide catheter and the reperfusion catheter which resulted in the stretching and flattening of the reperfusion catheter as explained in the incident description. The DHR of this manufacturing lot has been reviewed and is attached. This MDR is being filed as part of the remediation action taken in response to the 483 issued to penumbra on (B)(6), 2009.